Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold, low pacing impedance and variation in r-wave amplitude was observed. Lead was explanted and replaced. Patient was fine with no complications.